Event description:
The caller alleged an unexpected high inratio inr result. On (B)(6) 2015, the caller performed multiple finger sticks on the same finger and received a >7.5 inratio inr result. Performing multiple sticks on the same finger is considered an improper technique. The caller retested with a new lot of strips and obtained a 3.1 inratio inr result. The caller believes this result to be correct based on his therapeutic range of 2.5 - 4.0 and what he expected his inr to be. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported an unexpected high inratio inr result during testing. The customer did not provide a laboratory reference value for comparison; therefore, the accuracy of the inratio result is unable to be determined without this information. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.